Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no vibration on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.complaint device was returned for evaluation. A visual exterior inspection, with pictures, was performed on the receiver and displayed a message "call tech support". The customer complaint of no vibration could not be reproduced, therefore complaint could not be confirmed. The root cause was determined to be "call tech support" error message, post investigation.